Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel's lead had failed. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism was normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.